Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after an infusion set and cartridge change, with glucose readings reported as ¿high¿ and later measured at approximately 317 mg/dl, and the user attempted an on-the-fly cartridge refill that did not resolve the issue; after relocating the infusion site per troubleshooting guidance, glucose decreased to 196 mg/dl and then 180 mg/dl. Symptoms included hyperglycemia. Outcomes included transient elevated glucose that improved after infusion site replacement, with no hospitalization or medical intervention reported. Investigation included telephone-based troubleshooting and education regarding proper infusion site placement and avoidance of emergency cartridge refills. Investigation of this case revealed that the hyperglycemia was consistent with an infusion site issue of unclear specific mechanism, and no device malfunction was observed or alleged for the pump or its components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.